Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the device started beeping and buzzing after a battery change. Carb ratios were erased and buttons could not be pressed. Customer's blood glucose was unknown. Device had alarmed a failed battery test alarm. Customer mentioned the battery cap was discolored and the contacts were damaged. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.